Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a b30 scope communication error code. The issue occurred during a diagnostic esophagogastroduodenoscopy. There was a slight delay in the procedure and no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: h3 - device evaluated by mfg?, h4 - device mfg date.